Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that there was no patient I involvement.

Manufacturer narrative:
MFR. Ref no. : (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched caused by a failed lower link switch. The lower auxiliary assembly (including the link switch) was replaced.